Event description:
Livanova deutschland has received a report that 3t heater cooler displayed error 6 - patient circuit not circulating during procedure. The 3t heater cooler was opened to manually rotate the pump. Ul board is receiving voltages. Reconnected all the ul board connections. Still problem persists. Need to replace stirrer mechanism (complete with motor head) there is no report of any patient injury.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: review of livanova complaints database revealed no further analogue issue notified for this machine since its installation in 2022. Based on the collected information, a defective stirrer motor has been identified as the root cause of the event.